Manufacturer narrative:
The technician replaced the re-engagement switch to repair the bed.

Event description:
Information received indicates the head of the bed can be raised halfway up and then it will run back down unintentionally.